Manufacturer narrative:
Investigation summary: received one used, iag 20ga unit and an opened empty package from material number: 381833, lot number: 8261933. The used returned unit consisted of the used retracted needle/safety barrel, catheter/adapter assembly and needle cover. Five photos were also submitted. A device history record review showed no non-conformances associated with this issue during the production of this batch. Through the visual examination, there was traces of media in the catheter tubing and the flashback chamber of the needle assembly. The tip of the catheter tubing was missing. The length of the returned used catheter/adapter assembly was compared to the length of a lab supplied catheter/adapter tubing. It was clear that the used unit was missing ¼ of an inch of the catheter tubing. The catheter/adapter assembly revealed the area of separation was on an angle. Conclusion: the reported issue was confirmed. Although the reported issue was confirmed, there was not enough physical evidence to determine a root cause. The evidence provided for investigation does not confirm that the catheter/adapter was not functioning correctly during the period of infusion.

Event description:
It was reported that a 20g x 1.00in (1.1 x 25 mm) insyte autoguard broken inside the patient during use. The following information was provided by the initial reporter, "peripheral catheter code: 381833, fractured and a part of it remained inside the patient, it had to be removed from the patient with a microsurgery. When the right forearm was punctured for the installation of the venous line with biosecurity catheter no. 20, it is observed that it refluxes blood through the device, however, when advancing with the needle, resistance is presented and the patient refers pain. So it is removed with difficulty, since when pressing the button the needle it did not retract instantly and then when removing the needle it is evident that it is cut, leaving a piece inside the patients arm. Evaluation of anesthesia, radiology and surgery is requested."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 20g x 1.00in (1.1 x 25 mm) insyte autoguard broken inside the patient during use. The following information was provided by the initial reporter, "peripheral catheter code 381833, fractured and a part of it remained inside the patient, it had to be removed from the patient with a microsurgery. When the right forearm was punctured for the installation of the venous line with biosecurity catheter no. 20, it is observed that it refluxes blood through the device, however, when advancing with the needle, resistance is presented and the patient refers pain. So it is removed with difficulty, since when pressing the button the needle it did not retract instantly and then when removing the needle it is evident that it is cut, leaving a piece inside the patient's arm. Evaluation of anesthesia, radiology and surgery is requested."